Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that "really small" air bubbles were observed within the tubing. Reportedly. The customer continued to use the same cartridge for insulin therapy. Customer's blood glucose level was 98 mg/dl.